Manufacturer narrative:
The device and electrode pads were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the electrode pads. The device was put through extensive testing including daily/weekly/monthly self-tests, on/off current testing, patient and circuit impedance testing, and shock testing without duplicating the report. The electrode pads were scrapped after testing and were replaced to remedy the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.